Event description:
It was reported that the patient stated he had intermittent stimulation and is concerned his implantable neurostimulator (ins) may be running out of energy. It was stated that the patient got "less than 50% therapy relief." It was noted that the patient's ins status read "low" and capacity "88-100 used; 2.2 volts." It was stated that the patient also had impedance issues with several contact combinations. It was noted that the patient will be seeing his physician at a later date. It was stated that the patient's status is alive with no injury. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3998, lot# j0405942v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) died since 2009 and they have been trying to locate a healthcare professional to replace the ins. No symptoms were reported. Relevant medical history includes degenerative disc disease/herniated disc pain.

Manufacturer narrative:
(B)(4).